Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter with packaging label. Visual: received one (1) used all-silicone foley catheter with packaging label without original packaging. Verified material number 2758j14, manufacturing lot number ngkn1923 and batch number mykr3328. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house syringe and upon inflation lumen-to-lumen leakage present. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were no problems during pretest. The foley catheter was placed in the operating room. It was naturally removed after changing the patient's position during the operation. They checked by filling the catheter with water and found that the water had leaked out. The exact location of the leak was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were no problems during pretest. The foley catheter was placed in the operating room. It was naturally removed after changing the patient's position during the operation. They checked by filling the catheter with water and found that the water had leaked out. The exact location of the leak was unknown.